Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Patient was reported to have a severe claudication. It was reported that stent graft was successfully implanted; however, two of the stent graft limbs were placed off-label within pre-existing iliac stents. It was reported that the patient returned one week post stent graft implant due to stent graft thrombosis. The physician attempted to angioplasty the right side of the stent graft which had been occluded, but was unable to reopen the stent graft. The occluded stent graft may have contributed to the below the knee amputation. It was reported 6 months later, that the stent graft had become totally occluded, due to the previously implanted lilac stents and the patient's condition of severe claudication. The physician elected to remove the stent graft from the patient. The patient was successfully converted to open surgical repair. No additional clinical sequelae were reported and the patient is fine. The analysis of the explanted stent graft has been completed. Examination of the pre-cleaned explant revealed no apparent integrity issues. The limbs were transacted at right 10 and not returned, thereby limiting the extent of the device evaluation.

Manufacturer narrative:
.